Event description:
A consumer reported via a manufacturer representative (rep) that they were in a car accident and possibly had one contact that had high impedance. The rep learned of the high impedance via the patient and the office. The patient was getting relatively good coverage but maybe not the paresthesia that they were expecting since the accident. It was unknown when the accident occurred, but it was possibly sometime this summer. The patient was no longer working with the implanting physician and was working with a primary care physician. Additional information received from the rep indicated that they were still waiting to hear from the patient to schedule a stimulation adjustment. The device was indicated for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that there were high impedances at contacts 7, 12 and 15. The patient stated that stimulation had changed from his hand to his shoulder. A CT scan was done and the lead position remained unchanged. It was noted that a car accident may have contributed to the issue and reprogramming was done. It was unknown if the issue was resolved at the time of the report. The patient had injuries to the neck/shoulder after the car accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.